Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (rupture). (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of a left internal iliac artery (liia) aneurysm. The physician decided to coil-embolize the liia and deploy a gore® excluder® aaa endoprosthesis, iliac extender component (pxl161207j/15579264) from the left common iliac to the left external iliac arteries. When touch-up ballooning was performed with a non-gore manufactured balloon catheter, the left common iliac artery was ruptured and the patient's blood pressure rapidly dropped due to blood loss. It was reported that proximal portion of the balloon was inflated outside of the endoprosthesis, which may have caused or contributed to the vessel rupture. A contralateral leg component was implanted to repair the rupture. Additionally, trunk-ipsilateral leg and two contralateral leg components were deployed from the renal arteries. The patient tolerated the procedure.